Manufacturer narrative:
Functional testing of the foot pedal found that it performed as expected. Unable to duplicate the issue.

Event description:
During procedure, the stockert system continued to ablate after foot pedal released. Pressing stop on the generator discontinued the ablation. No patient injury.